Event description:
I had a prosthetic mechanical valve implanted in my aortic heart valve. That surgery was in (B)(6) 2022 in (B)(6). This specific valve requires blood thinners (i.e. Coumadin/warfarin) and is quite noisy. Keeping the thinness of the blood to avoid ischemic (clotting) stroke is well documented and explained to me during my decision between valves ¿ there were many options. There were also disclosures about the general risks of open-heart surgery like going on bypass, receiving a blood disease from transfusions, operative mortality, and other similar risks. However, the risk of the sound (an audible clicking I hear with every beat) was not explained. The intensity of the higher frequency component of the sound measures 60-65 db. For reference, the inside speaking voice is < 60d db. I measured this sound intensity in an anechoic chamber a few weeks ago to add rigor to my understanding of this specific valve. My guess is that this specific valve (there are a few on the market), installed in this position (aortic), with this number of stitches, and this size is what creates this specific highly annoying/distracting/disturbing sound of significant intensity. Claims: product liability defect. An avoidable unsafe product ¿ can change the shape of the structure of the valve, while leaving the overall shape identical to attenuate the sound at 16 khz. By changing leaflet infill (both density and geometric structure), hinge connection to housing/sewing ring, and the material properties, this sound can be avoided through basic product development (could be entirely done in cae in a few hours). Further analysis and change orders can be done for the impact material. This product can be made "safe" by basic engineering improvements. This is an inherent failure of design that was not accounted for. Noise from the valve supports legally cognizable product defect for torturous sound ¿ cruel and unusual. Injured suffered includes loss of cognition function ¿ distraction, bothersome, and annoying. Resonance of sounds (i.e. Multiples at 250 hz, 1.6 khz, and 16 khz) 10x of two fundamental frequencies creating the springs with multiple at 16 khz the loudest at 60-65 db+ longevity and quality of life. Longevity of life: the goal of the valve is to increase life expectancy. However, comparing to the baseline (natural aortic valve) does not show statistically significant outcomes for increasing life expectancy for someone implanted with the device in their 20s. Quality of life: the motivation for having the valve implanted was for quality of life for symptoms that may have occurred in the future. However, I was asymptomatic at the time of surgery and now have cardiac symptoms. Symptoms that were to be avoided were shortness of breath, dizziness, lightheadedness, energy level, and overall physical aptitude. However, all degraded post-op and now must have a noisy valve taking away from quality of life. The utility of the on-x valve does not outweigh the asserted risk (despite the asserted risk never being disclosed ¿ see claim #2). Implied warranties of merchantability. Is there an FDA max threshold for the sound a device can make (like ncap reg). Example: cars of the 1950s were manufactured and designed to safety abilities at that time but do not meet today's safety regulations by nhtsa. Because a car manufactured 70 years ago does not mean there is a product reliability case. Direct warranties of merchantability. Are there any direct claims about the sound intensity of the valve is supposed to make? And my device is defective from manufacturing variation? H. Need to file in georgia because artivion is headquartered in (B)(6), ga. Connected to artivion rep for nch. Interested in leading university research - need appointment for morning on (B)(6) 2025 negligent misrepresentation. Failure to warn of the risk of the sound (see medical consents signed for surgery). "Soft-close". Attached are a few of my working notes from doing a sound recording in ford's most quiet anechoic chamber globally. I took a few high sampling rate recordings (48 khz) with a microphone 1" from the middle front of my chest, middle back, and middle of top of neck/bottom of the head. Notice how in the frequency decomposition plots, the response at 16 khz is present in all three positions. This 16 khz response is a resonance from one of the lower natural frequencies. Also, the sound measures 50 db (see heat coloring) even at my neck. This measurement only includes the part transmitted through air and does not include the part transmitted through me. Thus, these measurements show that I hear this 16 khz response at 60-65 db. The attached fourier frequency decomposition shows the notable frequencies and their intensities. See the response at 16 khz is constant in all three location - middle front of chest, middle of back, and middle of bask of back of neck. This response for the 25 mm aortic on-x heart valve has an inherent design defect that needs to be addressed. Living with the sound of the valve's sound louder than a normal indoor speaking voice (objectively measured) is not reasonable to be expected to live with. Notice, this design of experiment only measures the part of the sound wave through the air because it does not include the superposition of the part transmitted through me via bone conduction. If I only heard the part measurable by air, it is unreasonable to have someone live with this valve. Please give help and open a formal review against the on-x heart valves manufactured by artivion.